Event description:
It was reported that the ilet user completed a full supply change, then received an alert to connect the continuous glucose monitor (cgm) sensor with a notification that dosing would stop soon. The user performs glucose monitoring with a compatible cgm and, after a fingerstick reading of 227 mg/dl was entered into the ilet, the app initially prompted to scan but indicated the sensor was already in use. Navigating to the sensor menu showed a stop sensor option, and upon returning to the main screen, cgm readings resumed with a value of 222 mg/dl. Symptoms included hyperglycemia. Outcomes included no interruption requiring medical attention and no hospitalization, with dosing continuing after cgm readings resumed. Investigation included remote troubleshooting, confirmation of sensor connectivity through the device menu, and user education on sensor scanning and linking. Investigation of this case revealed a transient cgm communication or session recognition issue that self-resolved after menu navigation, with no hardware malfunction identified in the ilet or sensor components. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interaction consistent with normal device behavior recovering from a temporary cgm link state.